Manufacturer narrative:
Technician found all casters were failing to lock. Replaced casters to resolve this issue.

Event description:
Account alleged that the brakes were not working. No injuries reported.